Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. The reported unexpected medical intervention was a result of case specific circumstance as additional aspiration was performed due to the leak. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. There were no issues noted during prep. The steerable guide catheter (sgc) was in the anatomy. While the dilator was removed, a loss of fluid column was noted at the hemostatic valve. Additional aspiration was performed (outside of standard IFU). The device was replaced and the procedure was completed. The mr was reduced to grade 1. There were no adverse patient sequelae and no clinically significant delay.